Event description:
It was further reported that the sentinol was a 6x59x1350 not a 6 x 29 as previously reported.

Manufacturer narrative:
(B)(4)device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4)

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Describe event or problem: corrected. Device evaluated by manufacturer: the stent was returned separate from the sds and fully deployed with no damage or irregularities. There was no notable damage to the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation for a angioplasty treatment procedure premature deployment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the right superficial coronary artery. A 260cm non bsc guide wire crossed the lesion. A 6 x 29 sentinol stent was loaded onto an non-bsc guide wire. During advancement onto the guide wire, the stent partially released, and could not be resheathed. The procedure was completed with a different device. No complications were reported.